Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrected patient age in years.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition periodthe device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the whisper guide wire was inserted to go across the stent struts of a deployed stent for a crush technique in the diagonal/left anterior descending coronary artery bifurcation. There was no resistance felt during advancement to the stent. The guide wire reached the bifurcation, but before it reached the stent, it was noted on fluoro that the guide wire had separated in two pieces. A balloon dilatation catheter (bdc) was inserted past the separated wire segment and the bdc was inflated. The inflated bdc was able to pull the separated wire into the guide catheter. At that point, all the devices were removed from the patient as a unit. A new whisper guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.